Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for an superior vena cava (svc) defibrillation coil impedance measurement that was elevated/out-of-range of the programmed threshold (100 ohms). The lead remains in use. No patient complications have been reported as a result of this event.